Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed infection. Physician doesn't allege that the infection was related to ICD system. Device and leads were eroding through the pocket skin. The whole ICD system was explanted. Patient was stable throughout the event. Related manufacturer reference number: 2938836-2019-03988, related manufacturer reference number: 2938836-2019-03989, related manufacturer reference number: 2938836-2019-03993.